Event description:
On (B)(6) 2017, the reporter (mother) for the patient contacted lifescan (lfs) (B)(6) alleging that his onetouch ultra easy meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to recall when the alleged issue began. She stated that the patient obtained an alleged reading of 22.0 mmol/l on the subject meter compared to 14.0 mmol/l on the laboratory device performed within less than 30 minutes of each other. The reporter detailed that the patient took an unknown dose and type of insulin as a result of the alleged product issue. The reporter stated that on an unknown time after testing the patient developed the symptom of shivering. The reporter denied that the patient received any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the result was obtained from an approved sample site. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. Additionally, the cca noted that the cal code was set incorrectly at 26. The reporter was unable to confirm if the this was the case when they received the alleged inaccurate high result. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.